Event description:
After 8 pregnancies and one miscarriage I decided I was done having children at the age of (B)(6). I asked my doctor to tie my tubes and she suggested essure. I had the procedure done (B)(6) 2013. I instantly noticed an increase in migraine headaches and pelvic pain. Over the last year I have had less serious symptoms that I never had experienced before essure such as very itchy scalp and skin even with lotion. There seems to be no dandruff or dry skin and it is only where I sweat. Occasional dizziness, ringing of ears and forgetfulness and inability to concentrate. I have also had more concerning symptoms such as heart palpitations, (once I had chest pains), very heavy periods, blood clots during those periods and extremely painful periods. Most recently my lower legs and feet went numb. I went to the emergency room and they did an ultrasound for blood clots and found none. My legs are still numb/tingly and I don't know why. I have on a daily basis sharp stabbing pains on mainly my left side of my abdomen although I have the pains on both sides, the left is by fair the worst. I have gained 20 pounds, and have strong crampy pains right around the time I ovulate. Occasionally my hands will shake and won't stop. One of my back molars have broken in half and I have never had dental problems. (One cavity and 2 wisdom teeth pulled in my 37 years). My joints hurt so bad (namely my ankles, and neck). I can't walk down my stairs in the morning. My hair has also started falling out and thinning very quickly. Further, I received my medical records regarding essure, and I have what I am assuming are two different models ess305 r-1 and ess305. They have different lot numbers and I have found reports on those specific lot numbers. Mine are ess305 r-1 lot # 12475788 and ess305 lot # b09711 my specific lot numbers are mentioned in reports mw5033001 and mw5034725.